Event description:
This report is being filed after the review of the following journal article: nawijn, f. Et al (2020), retrograde intramedullary nailing for humeral midshaft fractures : a retrospective cohort study, acta orthoaedica belgica, vol. 86 (3), pages 539-548 (netherlands). This single-center retrospective cohort study evaluates the patient reported functional outcome, clinical functional outcome and frequency of complications of simple oblique and transverse humeral midshaft fractures treated with retrograde ehn. Between january 2010 and february 2018, a total of 13 patients (9 male and 4 female) with a median age of 20 years who were treated with retrograde nailing were included in the study. Surgery was performed using the expert humeral nail (ehn, depuy synthes, oberdorf, (B)(4)). The median outpatient clinical follow-up was 5 months (iqr 3 to 7). The following complications were reported as follows: patient 2: a (B)(6) male patient had a removal of nail after 5 years due to irritation of the nail at the distal humerus. Patient 4: a (B)(6) male patient had a delayed union during follow-up without clinical consequences. Patient 6: a (B)(6) male patient reported mild disability (dash score of 27.5). Patient 9: a (B)(6) male patient reported moderate disability (dash score of 42.2). The patient had a suspected (not radiological confirmed) traumatic refracture two weeks after surgery. Secondary surgery (nail removal and plate fixation) was performed after a year due to hypertrophic nonunion. This report is for an unknown synthes expert humeral nail construct. This report captures the reported (B)(6) male patient who had a delayed union during follow-up without clinical consequences. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown expert humeral nail construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.